Manufacturer narrative:
Concomitant medical product: 4296 lead implanted: (B)(6) 2013; 5076 lead implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated thresholds on the right ventricular (rv) lead were causing abnormal and accelerated depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery. Reprogramming was performed and the lead and device remain in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.